Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, with trace of ketones due to incorrect time being set. High bg was addressed by manual dose injection. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.